Manufacturer narrative:
(B)(4). The product is unknown and therefore the 510k entry field is left blank. As the patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a report of a homechoice patient (hp) whose nurse reported that in (B)(6) 2010, the patient developed peritonitis. A peritoneal dialysis (pd) culture was performed but results were unknown. In (B)(6) 2010, the patient was placed on hemodialysis. Event outcome was not reported. At the time of this report the patient was on hemodialysis and no longer a patient at the pd clinic. The nurse had no further information regarding the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was undetermined.